Event description:
The patient experienced withdrawal symptoms of altered mental status, pruritus, and increased spasticity. The patient was admitted to the hospital. There were no pump alarms. At the previous refill, there was no discrepancy noted. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 259mcg. It was later reported that the pump was checked for volume discrepancy; the volumes measured equally. A dye study was performed and revealed no problem. The pump and connector to the pump were replaced. The lioresal dose was now reported as "400".

Manufacturer narrative:
Catheter: model: 8709, lot #: j0039990r, implanted: (B)(6) 2000, explanted: unk.

Event description:
Additional information: in addition to the increased spasticity and itchiness, the patient also experienced agitation. An x-ray (date unknown) revealed no apparent breaks or disruptions in the catheter. A healthcare provided indicated the cause of the event was unknown. The patient recovered from the surgical procedure on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient presented to ER with symptoms consistent with itb withdrawal that were reported in the previous report. A cap (catheter access port) test showed good flow. Patient was taken to the or and the catheter was observed to have a good flow, so the "old straight connector" was replaced. The pump was emptied and noted to have the correct volume that was expected. The pump however was replaced secondary to patient's severe symptoms of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, normal device function. An incomplete/partial catheter consisting of a proximal catheter segment and straight pump connector was received. Analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
Pump model #: 8627-18, (B)(4), implanted: 2000-(B)(6), explanted: unk; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.